Event description:
Based on a report for the USA, there was a 6.5cm adult crani attachment that required service. It is known the issue was not related to any surgical procedure. There was no information of injury or medical intervention. There was no additional information.

Manufacturer narrative:
The device, a crani-a, a 6.5cm adult crani attachment, was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).